Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call the blood glucose had been running high. The customer attempted to treat with a bolus, but it was still high, and noticed that the reservoir had fallen out due to the reservoir tube lip having been chipped away. The blood glucose reading was 404 mg/dl and the customer treated with a bolus. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring.